Event description:
Pt admitted for chemotherapy treatment of fallopian tube cancer, including intraperitoneal infusion of cisplatin. Orders from physician state that fluid should be warmed prior to infusion, so nursing personnel used a warming device called enflow IV fluid/blood warming device. Toward the end of the infusion, the pt and her husband noticed black precipitation in the tubing between the warming device cartridge and the catheter access to her abdomen. The infusion was stopped and the cartridge was removed, packaged in biohazard-designated sealed bag and sent to the company for analysis. The cartridge is comprised of an aluminum plate and plastic, but it isn't apparent from looking at it whether or not the solution of cisplatin would come in direct contact with the aluminum plate. If it does, we suspect that the precipitation could be caused by an interaction between the cisplatin and the aluminum, which is documented in the package insert and in other drug references. The company has yet to relate the findings of their investigation to the hosp. Dates of use: (B)(6) 2011, 6 hrs.